Manufacturer narrative:
No device return anticipated. Device remains implanted. Concomitants medical devices: 300-10-45 - equinoxe replicator plate 4.5mm o/s sn: (B)(4), 300-20-02 - equinox square torque define screw drive kit sn: (B)(4), 300-30-06 - equinoxe preserve stem 6mm sn: (B)(4), 310-02-44 - equinoxe, humeral head tall, 44mm (alpha) sn: (B)(4), 321-20-00 - equinoxe reverse shoulder drill kit sn: (B)(4), 531-78-20 - shouldr gps hex pins kit sn: (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a female patient, initially implanted on (B)(6) 2018, presented to the clinic with a painful right shoulder. X-ray imaging show peg failure per the surgeon. Revision surgery has been recommended but has not occurred.

Manufacturer narrative:
Duplicate case. See 1038671-2022-01354.

Event description:
The revision occurred and has been reported under 1038671-2022-01354. This case is a duplicate.